Event description:
While moving table, the technician got a sliver in her hand. She was able to remove it and placed tape on the edge of the bed to avoid any further porblems. Table top is scheduled to be replaced.